Event description:
The user facility reported that during the procedure on (B)(6) 2025, an attempt was made to implant the angio-seal 8 french vascular closure system. The implantation was unsuccessful, and the occlusion system did not extend from the guiding catheter (the green tube inside was blocked). Upon detailed inspection, a break in the guiding mandrel was found. Due to the above, pressure was applied to the right femoral artery. The patient was not injured. The event occurred during use on the patient/during placement. Additional information was received on 20feb2025: the type of procedure that was being performed for the patient prior to the use of angio-seal was a mechanical thrombectomy of mca (stroke). The procedure sheath size used was a 6 french. There were no issues with the insertion, deployment, or withdrawal of the device except for already reported issues nothing else was mentioned by medical staff. No usg was used. There was no data for blood loss. There were no concomitant medical products used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data protection regulations (gdpr - general data protection regulation). A2: age & date of birth: requested, not provided due to data protection regulations (gdpr - general data protection regulation). A3a: sex: requested, not provided due to data protection regulations (gdpr - general data protection regulation). A3b: gender: requested, not provided due to data protection regulations (gdpr - general data protection regulation). A4: weight: requested, not provided due to data protection regulations (gdpr - general data protection regulation). A5: ethnicity: requested, not provided due to data protection regulations (gdpr - general data protection regulation). A6: race: requested, not provided due to data protection regulations (gdpr - general data protection regulation). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated. However, carrier tube was in fully rear locked position. The collagen was visible at the sheath cap. Functional testing was not able to be performed based on the condition the sample was returned. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).